Event description:
Patient reported that her remunity pump remote has a message saying to disconnect from pump, experiencing an enclosure. Patient is currently in the hospital for pulmonary failure. With assistance of cnss, we were able to guide patient to continue back on infusion. No actual problem found with pump. Exact hospital date of admission and anticipated discharge unknown. Length of stay is ongoing. Sub-q remunity self-fill patient. Reported to (B)(6) by pt/caregiver.